Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which converted the arrhythmia to a slower rhythm. The device was started up at 18:56:30 on (B)(6) 2023. At 20:43:34, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pac¿s and pvc¿s. The rhythm then degraded to vt @ 290 bpm degrading to vf with motion artifact and electrode lead fall off. Motion artifact and electrode lead fall off prevented the lifevest from treating the patient during the arrhythmia detection. At 20:45:10, an arrhythmia was detected. ECG shows vf with motion artifact and electrode lead fall off. At 20:45:51, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with motion artifact and electrode lead fall off. The post shock rhythm was sinus bradycardia @ 30 bpm with hb. The electrode belt was disconnected at 20:46:29 on (B)(6) 2023.